Manufacturer narrative:
Block a1: (B)(6). Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks a1, b5, d1, d4, d6a, g1, h4 and h10 have been updated based on the additional received on september 16, 2022. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6), md. (B)(6) hospital, australia. Block h6: patient code e2330 captures the reportable event of pain. Patient code e1310 captures the reportable event of urinary tract infection. Patient code e2006 captures the reportable event of erosion. Patient code e1405 captures the reportable event of dyspareunia. Patient code e1401 captures the reportable event of abnormal vaginal discharge. Impact code f2303 captures the reportable event of medication required by the patient. Impact code f12 has been used in the light of this patient seeking legal recourse for a personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2015. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion); vaginal pain; pelvic pain; painful intercourse; offensive vaginal discharge; recurrent incontinence . Nonsurgical treatments: on (B)(6) 2021 the patient commenced topical treatment (including oestrogen cream): antibiotics for the treatment of: recurrent uti's. Treatment duration: 4 months. Additional information received on september 16, 2022: the procedure performed on (B)(6) 2015 was tension-free vaginal tape and cystoscopy.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2015. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion); vaginal pain; pelvic pain; painful intercourse; offensive vaginal discharge; recurrent incontinence. Nonsurgical treatments: on (B)(6) 2021 the patient commenced topical treatment (including oestrogen cream): antibiotics for the treatment of: recurrent uti's. Treatment duration: 4 months.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2015. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion); vaginal pain; pelvic pain; painful intercourse; offensive vaginal discharge; recurrent incontinence. Nonsurgical treatments: on (B)(6) 2021 the patient commenced topical treatment (including oestrogen cream): antibiotics for the treatment of: recurrent uti's. Treatment duration: 4 months.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.